Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility. A review of the manufacturing documentation for the lead revealed that no anomalies or deviations potentially relate to the event occurred during the manufacturing.

Event description:
A report was received that the patients lead had high impedance levels which prevented effective therapy. The patient underwent a lead replacement procedure per physicians preference. The patient was doing well postoperatively.